Event description:
It was reported that the patient experienced warming of the implantable neurostimulator implant site during a loss of therapeutic effect following an MRI. The patient experienced a return of symptoms (pain in their legs). The patients condition at this report was "fair."